Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter),the rv (right ventricular) pacing lead was variable, and the right ventricular lead integrity alert was triggered.

Event description:
It was reported that the patient¿s son called and reported that an alert had been heard every four hours. A device check was done and it was found that the right ventricular (rv) lead had 140 sic (sensing integrity counter) counts since (B)(6) 2016, a high rate non-sustained ventricular tachycardia episode on (B)(6) 2016 that considered to be noise, and a lead integrity alert had been activated. A possible lead fracture was suspected. The patient was to undergo a lead revision at the hospital. However, during a device check there was no high rate nsvt and no sic count. The issue was not replicated by either pocket manipulation or lifting the patient¿s arm up/down. Since the issue could not be fully identified at that moment the physician elected to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.